Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08515. It was reported that burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the first ablation, it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed from the patient's body together as a system. The burr and rotawire were not able to be separated from outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number ¿ corrected from 19055500 to 19081034. Device manufactured date ¿ corrected from 03/24/2016 to 03/30/2016. Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received tightened in the mid-way position. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with .009¿ rotawire. The rotawire was inserted through the burr and advanced through the burr catheter and advancer unit. The guidewire advanced through the burr and advancer units and exited the advancer unit with no resistances or issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08515. It was reported that burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the first ablation, it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed from the patient's body together as a system. The burr and rotawire were not able to be separated from outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.